Event description:
Information was received that a smiths medical port-a-cath tray was rubbing where the clavicle is located on the patient. An x-ray was done to reveal a ten cm piece had remained in the patient upon removal of the device. The patient then had the catheter stump removed from the heart via the groin in the operation room. No further adverse effects reported.

Manufacturer narrative:
One power pac tray was returned for evaluation. Visual inspection of the device found a crack in the catheter. Production personnel perform visual inspections and patency tests on 100 percent of product to very the device has no leakage. A sample was taken to verify that parts were free from damage, as well as a patency test performed. After these reviews were conducted, it was determined the damgae to the device occurred after the product left the shm facitily. The most probably cause of the issue was unable to be confirmed; investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Additional information received from the product return about the smiths medical device's lot number.